Manufacturer narrative:
Date rec'd from MFR: 15oct2019. The manufacturer¿s international service technician confirmed the reported low tidal volume issue. The manufacturer¿s international service technician replaced the air and exhalation flow sensor to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported low tidal volume (performance verification test 9). There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported low tidal volume (performance verification test 9). There was no patient involvement.